Manufacturer narrative:
The report event of unable to enter MRI mode was confirmed. As received, visual inspection showed the returned lead unable to enter MRI mode due to the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patients lead displayed high impedance preventing it from entering MRI mode. Surgical intervention was undertaken during which the lead was explanted and replaced.